Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qyy5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported he experienced a loss or change of therapy; since midnight he had gone to the bathroom 16 times. He had instances before but this was the most severe. The patient did not feel stimulation. The device was implanted to treat frequency. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No troubleshooting or device resolution was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported his symptoms had not improved since the new implant. The patient got up 5-6 times a night with urinary urgency and frequency. It was noted the patient voided 3 times today ¿in addition to going 6 times.¿ however, the patient reportedly was not following the doctor¿s instruction for incontinence regarding no caffeine, diet soda, or sugar. Additionally, the patient took medication that promoted incontinence. During the call, it was determined the device was off. Stimulation was turned on, but the stimulation was ¿quivering like mad¿ as well as being occasional. Amplitude was lowered to a comfortable level and the patient was going to track symptoms.